Event description:
It was reported that the compax 40e table top brakes would not actuate in the lateral direction, due to a problem with the micro switch for those brakes, causing the tabletop to move freely in the lateral direction. No injury was reported. This situation could potentially contribute to a serious injury if the pt becomes unsteady and falls.

Manufacturer narrative:
The ge field engineer (fe) replaced the foot pedal microswitch and adjusted the table lock brakes. After verifying that the table was operational, the fe returned the sys to svc.